Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation: occupation is lay user/patient. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter complained of discrepant inr results with coaguchek vantus meter serial number (B)(4) compared to the dade innovin laboratory method. The customer tested on the meter at 1:08 p.m. With a result of 5.0 inr. The result from the laboratory at 3:30 p.m. Was 3.6 inr. The customer's warfarin dose was held for 1 day based on the meter result. No medical treatment was required. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer is in fair condition. The meter and test strips were requested for investigation.